Event description:
It was reported the pt was experiencing ineffective stimulation from her scs sys. Additional info received identified the pt's scs lead was explanted and replaced during surgery on (B)(6) 2014. The pt's physical also electively replaced the pt's scs ipg during the surgery. There were no known issues with the ipg. The pt reportedly has effective stimulation coverage postoperative.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.